Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer reported that they received the device from the user facility and replaced the user interface module to resolve the reported issue. The ventilator was returned to the customer and the suspect component has been shipped to carefusion for further investigation. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that during patient use, the ventilator's touchscreen and buttons are frozen and can't be manipulated. This occurs after the vent has been on standby for any extended period of time. The patient was removed from the ventilator and there was no patient harm.